Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 6 cm thoracic aortic aneurysm. It was reported that the patient had cardiac complications (unstable angina). The patient was diagnosed with non st and positive troponin t acute coronary syndrome. The investigator assessed the event as not device but procedure related. The patient had coronary angioplasty and stenting and was given medication. The event was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received for this case; it was reported that the patient was hospitalised for a second time approximately one month post the index procedure for previously reported angina. The cause of the event is unknown as per the physician. It was noted that the event resolved 2 years post the index procedure with the treatment previously stated. Patient medical history - cardiac disease: arrhythmia, renal insufficiency. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received for this case; it was reported that the patient was hospitalised for a second time approximately one month post the index procedure for previously reported angina. The cause of the event is unknown as per the physician. It was noted that the event resolved 2 months post the index procedure with the treatment previously stated. If information is provided in the future, a supplemental report will be issued.